Event description:
Description of event: the patient reported that "I have a nevro and I am having it uninstalled next week." Pt stated it has never worked, "doesn't work and is awful." Pt stated nobody knows anything about the device and he can't get a dr to help or touch the device, no one wants anything to do with it. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).